Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an error message displayed upon initial device interrogation. The issue was found prior to the procedure, no patient involvement. Another device was used.